Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right atrial (ra) lead exhibited noise. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.